Event description:
This report is being filed after the subsequent review of the following literature article: lee, w.t., murphy, d., kagda, f. H., and thambiah, j. (2014). Proximal femoral locking compression plate for proximal femoral fractures. Journal of orthopedic surgery, 22(3), 287-93. This study looks at the medical records of 21 men and 5 women aged 22 to 85 years who underwent internal fixation with the proximal femoral locking compression plate (pf-lcp) for proximal femoral fractures between may 2008 and april 2009. Fractures were classified according to the ao foundation/orthopaedic trauma association classification, into the following categories: multi-fragmentary pertrochanteric fractures (type 31a2) [n=13], transtrocanteric fractures (type 31a3) [n=6], and subtrochanteric/proximal diaphyseal fractures (type 32a/b/c) [n=7]. Pf-lcp was not used for 2-part intertrochanteric fractures (type 31a1). Seven patients had complications: loosening of locking screws (n=4), delayed union (n=2) and deep infection (n=1). Patients expereinced the following complications: an (B)(6) male with left sided 31a3.3 femoral fracture experienced loosening of distal locking screw with slight loss of reduction and varus collapse. Treated with conservative management. This is report 4 of 11 for (B)(4). This report is for an unknown 4.5/5.0mm proximal femoral locking compression plate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown 4.5/5.0mm proximal femoral locking compression plate/unknown quantity/unknown lot. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).